Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding (wound) corner of mouth [lip haemorrhage]. Lip caught, wound on lip, corner of lips damaged [lip injury]. Corner of mouth caught, wound on corner of mouth [mouth injury]. Head on brush head started to deviate and lip/corner of mouth caught, corner of lips damaged [injury associated with device]. Head on brush head started to deviate [device physical property issue]. Head releases easily- oral-b precision clean refill [device breakage]. Consumer sent e-mail stating the head of the brush head started to deviate and releases easily. No serious injury reported.